Event description:
It was reported that the patient experienced fluid leak with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which a new ipp was implanted. No information was provided about the patient's outcome.